Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report# 9616099-2008-02002. The product remains implanted in the pt, and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
The male pt received two smart control stents in the left sfa. Over a year and a half later, the pt had left sfa restenosis in both stents. Pt was treated with drug therapy.